Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 5 mdrs filed for the same patient (reference 1825034-2014-03855/03854).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010 and a left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent revision procedures of the right hip on the following dates; (B)(6) 2013, (B)(6) 2013 and (B)(6) 2014. There has been no reported revision procedure to date of the left hip. A review of the invoice history confirmed all surgery dates and that the modular head and taper insert were removed and replaced with a ceramic head and active articulation liner during the first right revision procedure. Invoice history further confirmed the active articulation liner and ceramic head were removed and replaced with another active articulation liner and ceramic head during the second right revision procedure. Additionally, invoice history confirmed the acetabular cup, active articulation liner and ceramic head were removed and replaced with a constrained hip system during the third right revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: 8. Dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010 and a left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent revision procedures of the right hip on the following dates; (B)(6) 2013 and (B)(6) 2014. There has been no reported revision procedure to date of the left hip. A review of the invoice history confirmed all surgery dates and that the modular head and taper insert were removed and replaced with a ceramic head and active articulation liner during the first right revision procedure. Invoice history further confirmed the active articulation liner and ceramic head were removed and replaced with another active articulation liner and ceramic head during the second right revision procedure. Additionally, invoice history confirmed the acetabular cup, active articulation liner and ceramic head were removed and replaced with a constrained hip system during the third right revision procedure. Additional information provided in patient medical records indicates the right hip revision performed on (B)(6) 2013 was due to elevated metal ion levels and evidence of metallic debris. The patient's operative report noted pseudocapsule was metallic stained. Additional information provided in patient medical records indicates the right hip revision performed on (B)(6) 2013 was due to dislocation with dislodgement of the femoral head. The patient's operative report noted a hematoma. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.